Event description:
It was reported that the twist clamp of a minicap transfer set was unable to close as it was "too sticky¿. There was difficulty closing as the "grooves did not click together". This was observed prior to connecting the device to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was unable to close as it was "too sticky¿. There was difficulty closing as the "grooves did not click together". This was observed prior to connecting the device to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The detent was present on the twist clamp and aligned with the notch. Torque engagement was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.